Event description:
Reported due to posterior foot break. The physician attempted arteriotomy closure of the right common femoral artery with the perclose a-t (closer ak) device. Upon withdrawal of the needle plunger only link suture was visible with no distal cuff present. Hemostatsis was achieved with a second device. The registrar was at the facility and the device was opened and examined. It was noted that the posterior foot was missing. The physician ordered fluoroscopy of the pt's groin and no debris from the device was noted. Due to the limitations of the equipment being used, it was impossible to view the pt's peripheries. The pt had positive bilateral pedal pulses and did not experience any adverse events. Pt outcome is unk.